Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 200 mg/dl to ¿high¿ on the continuous glucose monitor with moderate ketones. Elevated blood glucose was addressed with correction bolus via pump.